Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The investigation determined that the issue was likely caused by stress from an excessive load being applied to the outer tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a bent outer tube and scratches at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope, 30°, 4 mm had broken components snap off from the end of the eye piece. The issue was found during reprocessing for unspecified diagnostic procedure and the procedure was completed. There were no reports of patient harm.